Manufacturer narrative:
Investigation is in process.

Event description:
It was reported that the surgeon had observed an x-ray that showed the implanted tim patella was fractured. The pt was not revised. No further pt info was received.